Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer

Event description:
It was reported that the pump exhibited a positive supply background test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a 'system failure: positive supply background (bgnd)' alarm several times. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the event history log. The main board was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.